Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed that part of the lens was torn off and missing and there was a clear surgical residue on the lens.

Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and the lens tore upon insertion. The lens was removed without any patient injury. The reporter stated the incident was due to a loading error.